Event description:
A male pt was admitted for stenting of an 85%, mildly calcified legion in the right internal carotid artery. A percusurge device was delivered beyond the target without difficulty. An 8.0 x 40mm precise stent was successfully placed in the target lesion. The stent was post-dilated with an amiia 5.0x30mm balloon to 10 atms. After post-dilatation, the pt developed a stroke with symptom of mild paralysis on his left side of the body. Edaravone was administered to the pt and he recovered 4 days after the procedure. Cerebral infarction on the ipsilateral side was confirmed by MRI at the post procedure. The pt is out of the hospital now.

Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing route sheets for the involved lot(s) confirmed that the device (s) met quality requirements for product acceptance. Ischemic strokes are a known complication associated with carotid artery stenting and are generally associated with emboli (debris or blood clot) that form elsewhere in the body and travel through the bloodstream to the brain. Lumen enlargement during stenting results from vessel expansion and axial redistribution of atheromatous plaque along the stented segment and proximal and distal segments. The act of angioplasty inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the blood stream. Sufficient antiplatelet therapy must be conducted during and post procedure to decrease the risk of embolic strokes. The femoral access site also suffers vessel injury that can potentially cause an ischemic stroke. One additional factor in this case is the use of the percusurge device, which provides complete lumen occlusion during balloon dilatation and stent implantation. Pt's level of tolerance with this varies widely. Depending on variable individual factors. Additionally, this technique can produce localized vessel injury and can potentially allow emboli/micro-emboli to flow into the brain when the balloon is deflated. There is no evidence to suggest that this event is related to a manufacturing issue or defect of the device. Based on the info available, there are inherent procedural risks and pt and vessel factors that may have contributed to this event. This is one of two reports submitted for the same event. Please reference MFR report#: 9616099-2009-00925.